Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient presented for lv lead revision. Upon review of the chart, the patient was implanted with the lv lead in (B)(6) 2017. Four months later, loss of capture was observed. Chest x-ray was performed showing lead had dislodged. The patient was asymptomatic. The device was programmed to rv pacing only, and later, the lv lead was explanted and replaced. Patient was in stable condition post procedure.